Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed functional testing and there was no driven ground signal. The cause for the failure was isolated to an open driven ground resistor r781 on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.